Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed. The patient changed out the cassette; however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter?s investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, a home patient (hp) reported he changed the cassette, but not the bags. The technical service representative (tsr) explained this could cause contamination to the setup and advised the hp to start over with all new supplies. On (B)(6) 2011 product surveillance spoke with the hp stated that after starting over with new supplies he had no further issues. There was no patient injury or medical intervention reported.